Event description:
Notified by fmc walnut creek mfg facility of this complaint. Customer was called. Spoke with both chief technician and health care professional. Health care professional provided info about reported internal "blood leak" of the dialyzer, use #12. Estimated blood loss 150 ml due to discard of extracorporeal circuit of dialyzer and venous blood line. There was no related injury or adverse effect and no medical intervention was necessary. MDR filed due to blood loss reported. Dialyzer was reprocessed with renalin.